Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the zoom had not worked smoothly because the zoom charge-coupled device had been damaged and the zoom function mechanism had malfunctioned, which had resulted in insufficient resolving power. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had exhibited that the zoom had not worked smoothly, zoom function mechanism had been malfunctioning, resulting in insufficient resolving power and damage to the zoom charge-coupled device. There was no patient involvement.